Event description:
Boston scientific received information that a device changeout procedure took place. At this time, the rv lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow-up appointment, the right ventricular (rv) lead was not capturing at the programmed output. The output was increased to 4 volts and capture was restored. However, loss of capture was observed during manipulations. All other measurements were normal. A device changeout and possible lead revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.